Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that since a patient's generator was placed in axillary region, the patient's chest incision split open due to activity. The patient's generator was explanted. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.